Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00151, 0001822565-2019-00152, 0001822565-2019-00153, 0001822565-2019-00154, and 0001822565-2019-00155. Reported event was confirmed by review of the returned instrument. Review of the instrument displayed nicks, gouges, and that it was cracked. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear from repeated use of this instrument over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument was fractured. There was no patient involvement.